Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report of failed to cut during operation. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and cut and was non-conforming for actuation. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent/pinched. Gouge marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle/shell assembly) was removed the probe was able to actuate. The complaint evaluation did not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The most likely cause for the poor actuation is the observed damage to the inner cutter of the probe. A damaged/bent inner cutter can impede the movement of the cutter shaft. A wear evaluation of the inner cutter indicated that the probe was used for a time greater than that seen during manufacturing in process testing; therefore, how and when the inner cutter of the probe became damaged/bent cannot be determined form this evaluation. The evaluation did not confirm a cut failure and the exact root cause of the observed actuation failure could not be determined; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cutter failed to cut during surgery; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrectomy probe could not cut and the aspiration was working during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient.